Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 03.312.180, lot number: h396808, supplier lot number: n/a, manufacture date or release to warehouse date: 9/13/2017, supplier/manufacture site: brandywine. Nr was generated during production of lot number h396808, for documentation issue (incorrectly documented). This non-conformance is not relevant to the complaint issue as the documentation issue would not impact the strength of the product. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Visual inspection: the maxframe full ring ø180 al (p/n 03.312.180 lot h396808) was received broken with a transverse fracture across the inner hole 39 (ih_39). No other issues were identified with the returned components of the device. The device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: ring thickness was measured and is conforming as per relevant drawing. Document/specification review: the relevant document/drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the maxframe full ring ø180 al (p/n 03.312.180 lot h396808) as the device was received broken with a transverse fracture across the inner hole 39 (ih_39). With the provided information, the potential cause is likely patient related and due to early/excessive strain by patient, since the patient "stepped on foot, thus, the maxframe ring broke off" and "patient is on weight bearing and is not fully reduced at this time." During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had a ring fixation due to a broken maxframe. Patient reported discomfort on an unknown date. Initially, the patient underwent an unknown surgery to treat a non-union using a maxframe full ring, multiple threaded rods from ring to ring as well as a connecting plate with another threaded rod to consolidate the frame, on (B)(6) 2018. Unfortunately, the patient was excited to lift and stepped on foot, thus, the maxframe ring broke off. Patient is on weight bearing and is not fully reduced at this time. The procedure was successfully completed. There was no surgical delay. Adjustment to frame happened outside of theatre at a subsequent clinical visit. The patient was in the clinic for four (4) hours while the appropriate hardware was sourced for a solution from the vic office. The broken maxframe ring was removed on (B)(6) 2019. Concomitant device reported: unknown maxframe ring (part #: unknown, lot #: unknown, quantity: unknown), unknown threaded rod (part #: unknown, lot #: unknown, quantity: unknown) and unknown connecting plate (part #: unknown, lot #: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had a ring fixation due to a broken maxframe. Patient reported discomfort on an unknown date. Initially, the patient underwent an unknown surgery to treat a non-union using a maxframe full ring about ten (10) weeks ago on an unknown date in 2019. The patient lifted and stepped on their foot somehow causing the maxframe ring to break. Additional hardware was added to consolidate the broken maxframe. Patient status is unknown. This report is for one (1) maxframe(tm) full ring 180mm aluminum. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 28, 2019, the patient had a ring fixation due to a broken maxframe. Patient reported discomfort on an unknown date. Initially, the patient underwent an unknown surgery to treat a non-union using a maxframe full ring on (B)(6) 2018. Unfortunately, the patient was excited to lift and stepped on foot, thus, the maxframe ring broke off. Additional hardware was added to consolidate the maxframe. Patient is on weight bearing and is not fully reduced at this time. The surgical procedure was successfully completed. Patient status is unknown.